Event description:
It was reported that the flow rate stayed at the high flow rate of 15 ml/min and never returned to 2 ml/min. The customer reported that all the connections were secured and that the settings on the stockert and on the coolflow pump were correct. The customer did not provide any further information, including procedure information and is requesting services.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the flow rate stayed at the high flow rate of 15 ml/min and never returned to 2 ml/min. The device was tested and no issue found. The device was subjected to pm, safety and functional testing and all tests passed. No malfunction was found. The device is working properly. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.